Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the patient was last reprogrammed when the device was implanted. It was noted that the patient reported "pain back there" and numbness in his left leg. It was reported that the pain had been getting worse and started about a year and a half ago. The reporter stated that the patient reported no falls or trauma. A month later, it was reported that stimulation was in the wrong location. The reporter stated that the patient hadn't felt "the right stimulation" for the past six months. It was unclear if this meant the correct stimulation or stimulation on the right. It was reported that the patient needed stimulation for his lower back, but was only feeling coverage on his right side with the first lead and on his left side with the second lead. Electrode impedances on electrodes 5 and 7 were greater than 40,000 ohms. Electrodes 0 and 1 had no stimulation up to 10.5 volts. Electrodes 4 and 6 felt some stimulation on the right inner thigh area at 9 volts. Three weeks later, it was reported that the event was due to the device being discharged. A trickle charge was performed followed by reprogramming. It was noted that there were no abnormal impedance measurements, and there was no patient injury.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).